Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had insulin flow block alarm. Customer's blood glucose value was 140 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer states the tubing was not bent or kinked. Customer states they had tried all remedies. The device will not be return for analysis.